Manufacturer narrative:
Event took place in germany. Based on risk assessment and clinical evaluation this file is considered as closed; the incident is a well known and well documented procedure related complication.

Event description:
Irn#: (B)(4). Cannula broken during use. Part remaind in pt. Body. Removed under image giving system.

Manufacturer narrative:
Event took place in (B)(6). Currently the available data is poor. As soon as further information is available, an additional report will be sent in to the agency.

Event description:
(B)(4). Cannula broken during use. Part remained in pt. Body. Removed under image giving system.